Event description:
Event description guidant received information that the patient with this right ventricular lead experienced rising threshold measurements and the physician elected to reposition the lead. During the revision, the helix of the lead became stuck and was unable to retract. In addition, the patient developed a pericardial effusion. A new lead was successfully implanted and the pericardial effusion was tapped and drained following the new lead placement. The patient was in stable condition after the pericardial centesis.